Manufacturer narrative:
G4: this product is not approved for sale in us but a similar device with catalog # 5030564, 510k # k133653 and UDI (B)(4) is approved for sale in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had acdf (anterior cervical discectomy and fusion) procedure. It was reported that titanium delaminated from peek post implant and the cage was explanted.the patient was implanted with two cornerstones in (B)(6) 2023. As a result of pain, she was operated on again on (B)(6) 2024. During the procedure, it was found that the titanium coating of one cornerstone had come loose and this had led to the loosening of the implant. Osteoarthritis has formed in this case. The titanium coating migrated to the dorsal and resulted in pronounced compression of the myeloma with myelopathy, as well as the formation of excess scar/granulation tissue. Patient had pain and sensory disturbances, gait disorders, subsequently imaging examinations and revision surgery. Titaniumfragments detected in a laboratory analysis. No further complications were reported.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had acdf (anterior cervical discectomy and fusion) procedure. It was reported that titanium delaminated from peek post implant and the cage was explanted. The patient was implanted with two cornerstones in (B)(6) 2023. As a result of pain, she was operated on again on (B)(6) 2024. During the procedure, it was found that the titanium coating of one cornerstone had come loose and this had led to the loosening of the implant. Osteoarthritis has formed in this case. The titanium coating migrated to the dorsal and resulted in pronounced compression of the myeloma with myelopathy, as well as the formation of excess scar/granulation tissue. Patient had pain and sensory disturbances, gait disorders, subsequently imaging examinations and revision surgery. Titanium fragments detected in a laboratory analysis. No further complications were reported. 5 nov 2024, update received according to surgeon, patient does not have any long term symptoms associated with cage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.